Manufacturer narrative:
Additional information: d9, h3, h6, h11 h11: the actual device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Final release testing was conducted, and the product did not show any defects and passed all testing performed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump stopped infusion without user input; further described as "the pump was not infusing". This occurred during infusion of heparin. The message on the pump read "primary infusion stopped"; however, no one had intentionally stopped the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.